Event description:
It was reported that the ilet displayed ¿pairing with sensor¿ and reverted to ¿pair new sensor¿ while the patient attempted for approximately two hours to connect a dexcom g7 sensor, consistent with an intermittent communication failure involving the electrical/magnetic antenna component; the patient re-paired using code 8050, the pairing failed, and the patient initiated and successfully paired a new sensor and is awaiting warmup, with the prior sensor to be addressed with the sensor manufacturer. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7 sensor consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.